Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks due to a suspected atrial originated arrhythmia with rapid ventricular response (rvr). Technical services (ts) reviewed the episode and noted an irregular ventricular rate. Additionally, non sustained episodes of the same rhythm were observed. Ts recommended consultation with cardiology for further evaluation. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.